Event description:
The customer received questionable creatinine plus results for two patients and a questionable albumin bcg method result for one other patient. Patient 1 initial creatinine result was 1.6 mg/dl. The repeat result on (B)(6) 2015 was 0.5 mg/dl. Patient 2 initial creatinine result on (B)(6) 2015 was 13.49 mg/dl. The repeat result was 2.38 mg/dl. This patient was a (B)(6) year old male. Patient 3 initial albumin result on (B)(6) 2015 was 5.41 g/dl. The repeat result was 2.89 g/dl on the analytical p module and 2.9 g/dl with a data flag on the integra 400 analyzer. This patient was a (B)(6) year old male. The initial results were reported outside the laboratory. There was no adverse event. The creatinine reagent lot number was 603322. The albumin reagent lot number was 692923. The expiration dates were requested, but were not provided. The field service representative decontaminated the degasser module, rinse unit, sample probe, and reagent probe. He checked and cleaned various parts including valves, made some adjustments and replaced all of the cuvettes. He ran performance testing, calibration and qc which passed.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. The main factors for carry over were checked or excluded and the system was confirmed to be operating within specification after the event.